Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead had dislodged. The physician also commented that the material that the suture sleeve is made of is to stiff causing regular sutures to not be able to hold the lead in the appropriate place. No adverse patient effects have been reported.